Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of a 10 cm abdonimal aortic aneurysm approx seven months ago. Vessel morphology was reported as mild tortuosity, mild calcification in the iliac arteries, and short with severe angulation in the aortic neck (80 degrees). At the time of implant, the pt presented with back pain due to a 10 cm aneurysm. It was reported that the pt presented emergently seven months later at a different hospital with abdominal pain. The physician performed a CT which revealed that the stent graft had migrated distally approx 1.5 cm due to the short angulated (80 degrees) aortic neck with a large type I endoleak resulting in a contained rupture. The physician implanted a talent 28 mm aortic cuff. The type I endoleak was resolved. No additional information was reported and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion: ruptured vessel/aneurysm, migration, endoleak. Short with severe angulation in the aortic neck (80 degrees).